Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected, functionally tested and the alarm log was reviewed. The reported condition of an f-38 alarm was verified during functional testing and in the alarm log. The cause of the reported alarm was due to damaged force sensing resistors (fsrs). To correct the issue, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. There was no patient involvement. No additional information is available.